Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was frozen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device internally and externally to determine root cause, the technician observed physical impact damages consistant with mishandling. The investigation was deemed compromised. All the damaged parts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.